Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of six of automated peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. There was some solution on the floor however the patient does not know where it came from. Renal therapy services (rts) assisted the patient to start over with new supplies. Rts referred the patient to their clinic regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from an unspecified location, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.